Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Prior to using a device as a loaner, physio-control observed that the service indicator was present and the screen was white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. The device was also powering itself on and off and would not display the start up screen. There was no patient use associated with the reported event.

Event description:
Prior to using a device as a loaner, physio-control observed that the service indicator was present and the screen was white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. The device was also powering itself on and off and would not display the start up screen. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control further evaluated the device and was no longer able to duplicate the reported issue. After observing proper device operation through functional and performance testing, physio-control retained this device. The cause of the reported issue could not be determined.

Event description:
Prior to using a device as a loaner, physio-control observed that the service indicator was present and the screen was white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. The device was also powering itself on and off and would not display the start up screen. There was no patient use associated with the reported event.